Event description:
During laparoscopic surgery, thermal burn to internal organs, due to stray energy from laparoscopic instruments, they said it was complication from surgery and it was not. My sister was severely burned we had a second opinion. The burn occurred at (B)(6) and we had a second opinion at different location apart from (B)(6).